Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter. While flushing, the physician was not seeing fluid come out of the tip of the catheter and when they went on ablation, an error - temperature above maximum was displayed on the smartablate generator. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30-mar-2026. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and a high temperature error was displayed. Afterward, an irrigation test was performed, and the device failed the test due to being occluded with dry reddish material presumably blood inside the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer were confirmed. The potential cause for the occlusion cannot be determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter and the irrigation issue (device used in patient) was observed. While flushing, the physician was not seeing fluid come out of the tip of the catheter and when they went on ablation, an error: temperature above maximum was displayed on the smartablate generator. The catheter was replaced, and the problem was resolved. The procedure continued. No patient consequence reported. The high temperature issue was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The irrigation issue (device used in patient) was assessed as MDR reportable.